Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumed that the subject device was automatically activated due to the invasion of liquid into the circuit board. The above device handling has warned in the instruction manual as follows; do not submerge the handle in any liquid.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic nephrectomy, the subject device was used. In the procedure, the subject device automatically activated without any input. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the automatic output.